Event description:
The pt underwent a diagnostic procedure. The physician attempted arteriotomy closure with the closer tsl 6fr. Device. The stick was in the right groin above the bifurcation and in a 5 mm vessel. The physician deployed the device and achieved dry closure with good hemostasis. The pt was discharged two hours later. Four days following the procedure the pt returned with pain in the right leg, no pulse and a cold foot. An arteriogram was performed and revealed a short segment occlusion of the right common femoral artery. The pt underwent percutaneous transluminal angioplasty (pta) of the right leg. Following the procedure the pt has good pulses and pt was discharged the same day.